Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a12.6mm icl implantable collamer lens, in the patients left eye (os). The reporter indicated the lens had rotated and the patient experienced elevated intraocular pressure (iop). A yag was performed for addition of new peripheral iridectomies. The lens remains implanted. The pupil is dilated/fixed and doesn't respond to treatment. The reporter indicated the cause of the event was due to oversized icl. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: event - the reporter indicated that the surgeon implanted a 12.6mm implantable collamer lens into the patient's left eye (os). The reporter indicated the lens was repositioned and the patient experienced elevated iop. A secondary yag was performed and the pupil is dilated. The reporter indicated the cause of the event was due to an oversized icl. The lens remains implanted with an exchange planned. Patient code 3191: secondary surgical intervention, lens repositioningdevice code 2923: previous code not applicable. Claim #(B)(4).